Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2020, 383069 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple months of implant, the right ventricular (rv) lead exhibited high thresholds. The lead was programmed off, and was subsequently repositioned. The lead was programmed back on and remains in use. No patient complications have been reported as a result of this event.